Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot revealed no other incident reported for a dissection with additional therapy/non-surgical treatment. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo left anterior descending (lad) artery that is 90% stenosed. A 2.5x15 nc trek balloon was used to pre-dilate the lesion at 12 to 14 atmospheres (atm). After a 3.5x48mm xience xpedition was advanced and implanted successfully. Post dilatation with a 3.0x12mm nc trek balloon was performed at 16 atm and a dissection was noted. A 2.75x23mm xience xpedition was used to treat the dissection. No adverse patient sequela and no clinically significant delay.